Manufacturer narrative:
(B)(4). Concomitant products: part# 00875705802 lot# unknown shell with multi holes porous 58 mm o.d. Size ll for use with ll liners 735901305 60937709 porous offset ha stem - collarless size 5 left former centerpulse. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s left hip was revised approximately 2 years post-implantation due to chronic dislocation. The head and liner were removed. During the procedure, the operative report noted a pseudo tumor which extended directly down into the iliopsoas bursa. Hypertrophic synovium was also found during procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information. No devices or photos were received; therefore the condition of the devices is unknown. However, complaint was confirmed based on receipt of revision operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. The devices were used in an approved and compatible combination. It is likely that past events and patient condition resulting from past event of metal on metal issue where capsule and tissue was excised, caused/contributed to the reported issue; however, a definitive root cause cannot be determined with the information provided. According to the operative notes on (B)(6) 2014; there was a very large bulging capsule and short external rotators, the capsule and bursa were excised. The abductors were found to be attached without any significant tear, but the bulk of the musculature was significantly deficient. After the devices were implanted; the range of motion was stable with no evidence of dislocation. Findings state that the left hip arthroplasty was with normal anatomic alignment and there was no evidence of hardware fracture or loosening. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.